Manufacturer narrative:
H6; the reported event, for failure to disengage, was not confirmed as the perforator bit was not returned for evaluation. Without the perforator bit, the root cause cannot be determined. However, it was reported by the surgeon in this case that the patient exhibited high intercranial pressure at the surgical site. The IFU #5100-060-700 rev.f provides instructions on how to test the disengagement function of the perforator prior to use. The IFU also warns: use extreme caution when drilling in conditions such as: bone that may vary in consistency and/or thickness greater than 1 mm. Adherent dura. High intracranial pressure. Other abnormalities in the area of penetration. The perforator may cut or nick the dura or brain.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that there was an unintentional durotomy and contact with brain tissue during a bur hole as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device evaluated by manufacturer? Awaiting return of device to manufacturer.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that there was an unintentional durotomy and contact with brain tissue during a bur hole as a result of this event. It was further reported that the procedure was completed successfully.